Event description:
Boston scientific corporation became aware that when the subject device was set up with the aid of a transend .010" guidewire, no anomalies were noted. The inflation could not be maintained inside the body. A leak was noticed between the tip of the subject device and the guidewire. The occlusion could not be performed.